Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an antibiotic infusion of vancomycin 250ml was hung along with 250ml bag of normal saline as "flush bag". After an unspecified time period, the clinician went back to bedside as the pump was alarming and found that the entire normal saline bag was infused. It was noted that normal saline was set to infuse a volume of only 30ml after vancomycin infusion. However, the pump indicated 279.41ml had infused but the patient received at least 500ml, as both bags were emptied. The clinician confirmed that the vancomycin infused properly and the normal saline bag should have only infused 30ml, but infused all 250ml. Normal saline was programmed as primary infusion with the secondary infusion of vancomycin programmed using guardrails setting for the same drug. There was no patient impact.

Manufacturer narrative:
The reported complaint that the pump module infused normal saline faster than it was programmed was not confirmed. A review of the pcu event log showed both a primary and secondary infusion on the reported date of event. The infusions programed observed in the logs occurred on (B)(6) 2020. A primary guardrails IV fluids infusion of .ivf maintenance and secondary infusion of vancomycin were initially programmed. No evidence was observed in the logs to indicate an over infusion of medication during the reported infusions. The total infusion time was 1 hour, 42 minutes, and 2 seconds with the total volume infused for primary=29.392ml and secondary=250.02ml. Results from a timed rate accuracy test performed on the returned pump module found the device in good working condition and delivering fluid within specification. Event administration tubing sets were not returned for investigation. Inspection: pump module s/n (B)(6). No instrument seal was observed. Both iui connector contact pins were observed dull on the device. Dried fluid was observed on the inner lower bezel assembly and on right side male iui and its cavity. All other possible replacement parts were observed to be bd parts. Bezel date code: june 2016 (affected by recall ¿ april 2011 ¿ june 2017). The root cause of the customer¿s complaint of an over infusion was not identified. Customer¿s pump module demonstrated to be in specification and operating as intended. Device history review: review of the pump module service history record showed the device had a manufacture date of 12jul2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 30sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that an antibiotic infusion of vancomycin 250ml was hung along with 250ml bag of normal saline as "flush bag". After an unspecified time period, the clinician went back to bedside as the pump was alarming and found that the entire normal saline bag was infused. It was noted that normal saline was set to infuse a volume of only 30ml after vancomycin infusion. However, the pump indicated 279.41ml had infused but the patient received at least 500ml, as both bags were emptied. The clinician confirmed that the vancomycin infused properly and the normal saline bag should have only infused 30ml, but infused all 250ml. Normal saline was programmed as primary infusion with the secondary infusion of vancomycin programmed using guardrails setting for the same drug. There was no patient impact.